Event description:
On (B)(6) 2011, customer reported that dxc instrument (s/n (B)(4)) generated a false high calc result on one patient sample. The result was not reported out of the lab. The sample was repeated on the same instrument and a 3rd dxc instrument. The result from the 3rd dxc was reported. Field service engineer (fse) examined the instrument and was unable to identify a root cause. Fse performed preventative maintenance on the instrument and verified performance.